Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (325 mg/dl). Reportedly, customer forgot to set up some of the pump settings when programming their pump. Customer delivered injections to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting their pump settings.